Event description:
Reportedly, the stapler was used and fired on the right atrial appendage with the original reload. When the stapler was reloaded and fired on the left atrial appendage, no staples came out. During placement of the device, when it was clamped down, it tore the left atrial appendage tissue. A second instrument was used and worked fine. Procedure: CABG w/radial frequency ablation.